Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the samples. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the separation gel cannot separate the serum."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. To further investigate, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation as all samples met specifications. 4 retained tubes from the same lot number were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the samples. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the separation gel cannot separate the serum."